Event description:
Caller reported a cartridge alarm with their insulin pump, which did not result in any adverse impact on the customer's blood glucose level. Technical support confirmed the report of consecutive cartridge alarms and determined that the pump was still under warranty. They decided to replace the pump and provided the customer with a new one, advising on necessary updates and the reconnection of devices. The customer was also instructed to return the faulty pump to avoid charges, with technical support ensuring the customer understood all procedures. Customer reverted to an alternative method of insulin therapy.